Event description:
PICC line placed in pt's left ankle at hosp. When the PICC line was being removed, the catheter broke. Multiple attempts to remove the line were unsuccessful. After recovering from the infection the pt was admitted to the or in 2004 and the catheter was surgically removed the following day. The pt was put under anesthesia and the vein had to be stripped as the tissue had adhered to the catheter. The status of the pt was reported as alive and improved.